Event description:
Description according to short form complaint filed: it is alleged that "[patient] had a cook celect filter implanted on (B)(6) 2009 at (B)(6)." Patient outcome: it is alleged that patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 07/03/2015 as follows: plaintiff allegedly received an implant on "(B)(6) 1900" via the internal jugular vein due to antiphospholipid factor xs. Plaintiff is alleging migration, tilt, vena cava perforation, device is unable to be retrieved, bleeding, organ perforation, internal scarring, nerve damage; abdominal wall scarring, atrophy, and pain. Alleged vena cava filter placement and removals as follows: on (B)(6) 2004 gunther tulip was placed to prevent pe due to surgery. On 2004 gunter tulip filter was retrieved post surgery. On (B)(6) 2009 bard g2 express filter was placed. On (B)(6) 2009 the bard g2 filter removed due to malposition. On (B)(6) 2009 cook celect ivc filter placed. On (B)(6) 2011 cook celect ivc removal attempt aborted due to close position to right atrium. On (B)(6) 2011 surgical intervention to retrieve cook celect ivc filter. On (B)(6) 2011 braun vena tech ivc filter implant.

Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k073374, k061815 or k090140. Summary of investigation: no device or imaging studies have been available and only limited medical records have been made available. Consequently, based on very limited information it is not possible to comment on the alleged filter migrated and major complications trying to retrieve the filter. Migration and difficulties in retrieval of the filter are known risks in relation to filter implant reported in the published scientific literature. Rpn and lot number were not provided, why device history record cannot be investigated. However, no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The exact root cause for the alleged filter migrated and major complications trying to retrieve the filter cannot be determined based on the limited information provided. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] had a cook celect filter implanted on (B)(6) 2009 at the (B)(6) hospital, (B)(6)." Additional information provided: celect was placed on (B)(6) 2009 as a preventative measure for pe, dvt and tia. "Bard g2 removal with complications, replace with cook celect ivc filter." It is alleged that in (B)(6) 2010: "the phycisia informed the patient that the celect filter had migrated and "he wouldn't touch it" and that it may be the cause of pts pain. The patient was also having pain in her abdominal cavity at the operation sight where the filter was located. The patient was informed in (B)(6) 2010 that she would die if the celect wasn't removed as it had migrated and was causing her severe pain. The pt claimed to experience symptoms attributable to the celect "directly after implantation of the device." Major complications trying to retrieve the cook celect ivc filter: "required highly invasive surgery with several medical teams to remove the patient's organs to be able to access the cook filter coded during surgery - liver was removed from abdomen leaving exceptional scarring, pain - recovery and complications. The celect filter was replaced with a braun vena tech filter. The current braun filter has caused no known complications." Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided. Additional information provided: required highly invasive surgery with several medical teams to remove the patient's organs to be able to access the cook filter coded during surgery - liver was removed from abdomen leaving exceptional scarring, pain - recovery and complications.

Manufacturer narrative:
(B)(4). Lot# unknown as information was not provided; catalog # unknown but referred to as a cook celect filter; expiration date: unknown as lot # is unknown. PMA 510(k): since catalog# is unknown the 510(k) could be either k073374, k061815 or k090140. Mfg date: unknown as lot # is unknown. Investigation is still in progress.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿migration, tilt, organ and vena cava perforation, unable to be retrieved, bleeding, open surgery". Cook will reopen its investigation if further information is received. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.